Event description:
It was reported that delayed readings occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, signal loss over an hour was found in connection to the reported allegation. The reported event of delayed readings is reportable based on the finding of a signal loss greater than hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).